Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm during basal on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.